Event description:
My name is (B)(6), I had the essure procedure done back in (B)(6) of 2014. When I was (B)(6). I have been monitoring my periods for the last 6 months and I noticed that they started to become longer and longer. This month I started on (B)(6) 2015 and am still bleeding today (B)(6) 2015. I notified my doctor and they urged that I come in. The earliest appointment I could get is scheduled for monday, (B)(6). I am in good health although I was diagnosed with a hypothyroidism in (B)(6) of 2013. When the procedure was done, it went smoothly, I also had the 3 month check up (essure confirmation test) everything looked good. I came back 4 months later and had my annual check up ((B)(6) 2015) I advised the doctor I started having my monthly menstrual cycle again. He said it would happen. Now I have been bleeding a lot.